Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the distal end of the crimped stent were distorted, damaged & stretched distally out over the distal markerband. This type of damage is consistent with the stent encountering resistance while withdrawing as it came in contact with another device. During examination of the returned device, the undamaged crimped stent was measured at the undamaged proximal end. Based on the actual crimped stent profile, there is no issues to note. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile or the distal portion of the delivery shaft profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
It was reported that catheter removal difficulty, shaft break, vessel dissection and chest pain occurred. The patient presented with acute myocardial infarction. Vascular access was obtained via the radial artery. The 24mm in length, 2.75mm in diameter, eccentric and the de novo target lesion was located in the non tortuous and moderately calcified left circumflex artery. After predilation there was 75% residual stenosis in the lesion. Then a 2.75x24mm promus element drug eluting stent was deployed and was stuck with the ptca wire and was damaged. It was reported that the shaft detached/separated, a type b dissection and chest pain occurred. The procedure was completed with another of the same device. The patient's status was stable.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that catheter removal difficulty, shaft break, vessel dissection and chest pain occurred. The patient presented with acute myocardial infarction. Vascular access was obtained via the radial artery. The 24mm in length, 2.75mm in diameter, eccentric and the de novo target lesion was located in the non tortuous and moderately calcified left circumflex artery. After predilation there was 75% residual stenosis in the lesion. Then a 2.75x24mm promus element &#10244;rug eluting stent was deployed and was stuck with the ptca wire and was damaged. It was reported that the shaft detached/separated, a type b dissection and chest pain occurred. The procedure was completed with another of the same device. The patient's status was stable.